Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device drill was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the device had short circuits between phases, hall sensors and sensor ground to the connector body, cable frayed 2. Motor thermistor assessment,3. No short circuit between phases and connector body, no short circuit between hall sensor and connector body, no short circuit between 5vdc and connector body, no short circuit between sensor and connector body. It was also determined that the device failed pre-test for temperature assessment, had a loud grinding noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear problem. If additional information should become available, a supplemental medwatch will be submitted accordingly.